Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The complaint was not confirmed. In addition a secondary issue was observed, the test strips were evaluated and found to be misclassified by the meter, the meter reporting ¿blood¿ when control solution has been applied to the strip. The meter was also returned and tested. The complaint could not be reproduced. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of 120 and 144 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.